Manufacturer narrative:
Patient city: (B)(6) patient country: serbia. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged based on the review completed on 19-jan-2026 and investigation completed on 22-jan-2026 this MDR is being submitted as the initial report. Complaint investigation results: eqms search: a query was run in the eqms on 15-jan-2025 against "lot number 6001975 and similar malfunction code(s): malfunction cannot be determined, malfunction cannot be determined, the review confirmed that lot 6001975 and the identified failure mode are not associated with any ncrs or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 15-jan-2025 against "lot number" criteria equal 6001975 and similar malfunction codes malfunction cannot be determined; malfunction cannot be determined. The count of complaint are 7. Conclusion: after review, only complaint 1954901 were determined relevant to the reported issue. The other records were previously closed and are not applicable to this investigation. Device history record (DHR) review: the lot 6001975 was manufactured according to the work instruction (wi) version 77 and packaged in the machine multivac 12 , on 30-jun-2023, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 3f04124 was manufactured according to the wi version 26 and manufactured in the line assembly of quick set on 30/jun/2023, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 3f04125 was manufactured according to the wi version 26 and manufactured in the line assembly of quick set, on 30/jun/2023, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 3f04132 was manufactured according to the wi version 38 and manufactured in the machine gluing 08, on 29/jun/2023, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 3f04136 was manufactured according to the wi version 38 and manufactured in the machine gluing 05, on 27/jun/2023, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 3f04129 was manufactured according to the wi version 38 and manufactured in the machine gluing 05, on 29/jun/2023, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review indicates nonconformance; escalation and corrective actions required per quality procedures. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi - guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi - guidance for functional testing 1 air flow test for complaints area version 2: all 3 samples tested passed functional testing. Wi - guidance for functional testing 1 air leak test for complaints area version 2: all 3 samples tested passed functional testing. Conclusion: testing the sample was found in compliance within specification, no nonconformance was identified. Corrective and preventive action (CAPA) determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). As a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6001975 and related malfunction codes. Seven complaints were identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. For more details, see the information under the child investigation record (B)(4).

Event description:
Reference number (B)(4) event occurred in serbia. It was reported that the patient faced diabetic coma event and eventually got hospitalized on (B)(6) 2024. Patient's blood glucose at time of incident is 25 mmol/l. Despite treatment with direct intravenous infusion, the patient's condition worsened, leading to a coma from (B)(6) 2024 with hospitalization continuing through (B)(6) 2024. No further information available.